Event description:
It was reported to philips that the system was unable to power on. The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power on. Upon troubleshooting, fse rebooted the system, re-seated hard drives and pc cables, and connected the host pc to an external monitor, but the issue was not resolved. On further diagnosis, fse found that the host pc was defective. To resolve the issue, fse replaced the host pc. The defective host pc was returned to philips for failure analysis and the cause of the failure was found to be a motherboard. A detailed analysis showed that the motherboard was unable to boot. After replacement of the host pc, the system was returned to good working condition. The codes were updated based on the investigation outcome.